Manufacturer narrative:
(B)(4). Insulation degradation was noted at 4.5cm, 4.6cm, and 4.8cm from the connector pin. External insulation abrasion was noted at 12.7-13.2cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise. (B)(4).

Event description:
It was reported that the patient presented for lead extraction due to noise. Patient reported presyncope. The lead was successfully explanted and replaced without complications. Patient was stable after the procedure.